Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 26 mg/dl. The customer stated that she was doing yard work before her glucose level dropped. The customer's recent glucose reading was 140 mg/dl, and she was treated with a manual injection to bring up her glucose. Troubleshooting was performed. The programming in the pump was correct. The reservoir was showing the same amount of insulin that the status screen shows. During the call, it was found that the customer has a brain tumor and she is not able to detect when her glucose goes low. Advised the customer to contact her doctor regarding the low blood glucose, and call back if issues persist. No further info was provided.